Manufacturer narrative:
(B)(4). Maude report #: mw5091076. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2016 and the mesh was implanted. It was reported that the patient had an 11 day hospital stay and was hospitalized for a multi-day bowel obstruction. It was reported that the patient experienced three others since then, though none required hospitalization. It was also reported that the patient experienced an endless cycle of hernia formation and repair. It was also reported that the patient suffered with abdominal pain.